Event description:
It was reported that surgeon implanted a gamma nail in (B)(6) 2012 - surgeon put in a gamma short nail (x-rays included). On (B)(6), pt fell and went to doctor complaining of shoulder and rib pain and doctor said pt was ok. Two weeks later (B)(6) pt arrived in the emergency room with a subtrochanteric and inter trochanter fracture and broken nail at the junction of the lag screw.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Add'l devices: lag screw, ti gamma3 10.5x105mm, lot #k920929, 3060-0105s; locking screw, fully threaded t2 tibia 5x40 mm, lot # k909359, 1896-5040s.